Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were missing. Cracked top case by tube holder. Damaged right plunger case (upper and lower screw holes). Positive supply background test was found in the log. The technician performed power up process and the reported issue was duplicated. The root cause of the reported issue was found to be the main board registering insufficient power on supply. The battery had very low last measured discharge (lmd). Replaced main board and battery.

Event description:
It was reported that the screen was blank, lights up but no display. No patient injury was reported.